Event description:
It was reported that(1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the al326 instrument would not fire. Another instrument was used to complete the case. There was no consequence to the pt.